Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure with a promus stent, the stent dislodged during advancement to the moderately calcified lesion in the mid rca. The stent was crushed against the vessel wall with a non-abbott balloon and covered with a stent. Another stent was deployed in the distal right coronary artery. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus delivery system (sds) was not returned for analysis which may have assisted in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, the anatomical conditions were reported as moderately calcified which likely contributed to the reported stent dislodgement. There was no damage noted to the stent or sds prior to use which suggests a product deficiency did not contribute to the reported difficulties. An interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion would have then led to the stent dislodgement. A review of the lot history record for the reported lot did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for stent retention issues. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.